Event description:
Symptom complex consistent with those reported by other breast implant recipients. Currently being evaluated for possible removal of implants. Reporter has been having problems with itchiness in her breasts. Her right breast has changed in contour since the implants were originally put in 17 yrs ago. She has no sensation in her nipples or around the nipples. Her breasts are cold all the time. She has chronic fatigue syndrome and loses energy rapidly. She has developed severe pain in her feet all the time but more acute in the morning and when she has sat over one-half hr. In the last year, she has developed a telangiectatic rash on her brow and lower cheeks. She has a rash on her back which comes and goes. She bruises easily, has joint pain in elbows, knees, feet and ankles, and carpal tunnel symptoms of numbness and tingling in her hands. She had an emg which ruled out carpal tunnel symdrome, but continues to have symptoms. (*)